Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the foreign material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to clogging of the nozzle, the air/water supply volume and water removal ability did not meet the standard value. Additional findings are as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the light guide lens had discoloration, the scope connector cover unit was dirty, the suction connector was dirty, the control unit was dirty, the adhesive on the bending section cover had a crack, the bending tube was deformed; due to wear of the angle wire, the play of the up/down knob was out of the standard value; the connecting tube had discoloration, the objective lens had discoloration, and the universal cord had a wrinkle and a dent. The following device components were also found to be scratched: the plastic distal end cover, the lock engagement lever, the up/down knob, the right/left knob, the scope connector cover unit, the suction connector, switch button two (2), switch button one (1), the switch box, the control unit, the connecting tube, the lock engagement knob, the protector of the universal cord on the suction connector, the universal cord, the grip, and due to a scratch on the objective lens, a flare occurred. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a poor air supply while using the evis lucera elite gastrointestinal videoscope. The device was inspected before use. The issue occurred during the diagnostic procedure (gastoroscopy), there was an unspecified delay, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event. The device was returned and evaluated, and there were found to be foreign objects inside the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The endoscope was immersed in detergent solution. There were abnormalities in the accessories used for reprocessing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.